Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a chipped graphics layer on the keypad. Data analysis: (B)(6) 2015 daily total insulin = 43.800u, (B)(6) 2015 daily total insulin = 43.075u, (B)(6) 2015 daily total insulin = 25.975u, (B)(6) 2015 daily total insulin = 38.600u, (B)(6) 2015 daily total insulin = 43.375u, (B)(6) 2015 daily total insulin = 44.675u and (B)(6) 2015 daily total insulin = 18.100u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that they do not know the cause of death. The customer had heart failure. The customer had gastroparesis, kidney failure and heart disease. The caller did not know the customer's blood glucose at the time of death. The last known and recorded blood glucose value was 84 mg/dl at 8:50 pm. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller agreed to return the insulin pump for analysis. The caller stated that the battery was removed from the device, in the hospital.